Event description:
It was reported that during the initial implant procedure, intermittent conductive telemetry communication was noted on the right ventricle (rv) leadless pacemaker (lp) resulting in the rv lp switching into emergency vvi mode. The rv lp was successfully reprogrammed to resolve the event and remains implanted. The patient was in stable condition.